Event description:
Customer's mother called in stating that her daughter's insulin pump was alarming motor error. Caller stated that the customer's blood glucose was over 400 mg/dl and they were unable to clear the motor error alarm. Advised customer to revert to back up plan and the insulin pump will be replaced. Nothing further was reported

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)